Manufacturer narrative:
Intuvie received a report indicating that during a routine check, the infusion pump infused at a rate faster than programmed and did not alarm. A review of the device¿s serial number history revealed no prior similar complaints. The reported failure mode was confirmed. The probable cause was determined to be an out-of-calibration condition. The recalibration values are unknown at this time. CAPA- zm2023-07 was (B)(4).

Event description:
Intuvie received a report indicating that during a routine check, the infusion pump infused at a rate faster than programmed and did not alarm. No patient involvement was reported.